Event description:
The pt was sitting in a wheelchair to be positioned for an x-ray of their hand. The technologist positioned the bucky over the pt's upper legs in order for the pt to place their hand on top of the bucky. The position of the u-arm with bucky was in the "undertable position." The technologist lowered the bucky using the switch on the tube display yet when removing their finger from the switch the bucky continued to lower downward and fractured the pt's knee.

Manufacturer narrative:
Based upon the eval of the equipment and further discussion with the customer site, the field engineer (fe) was able to determine that once the bucky hits an obstruction a safety lock is activated and the bucky will not move unless the safety lock button is pressed. The tech did not press this button and tried to move the bucky up. The tech was not able to move the bucky and moved the pt away while the pt was wedged under the bucky. The fe reviewed the proper steps to unlock the safety lock button with the customer. In addition the fe reviewed the equipment data log and found that the equipment had not been rebooted for the last 3 days. This is required on a daily basis in order to calibrate the strain gauge properly. In addition the movement of the equipment was not set at "turtle mode" or slow motion, which is recommended. The fe then moved the u-arm in both the thorax position and under-table position and when blocking the u-arm with a stool was able to see the u-arm raise whenever stopped by the stool. The turtle and safety lock would display as intended, the strain gauge was also working properly. The user guide contained the appropriate instructions for use and cautions as well. The user did not follow the cautions below when positioning the pt.